Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because the screws from the plate loosened or broke. The pt had a non-union of the fracture, and the plate rubbing on the bone caused blackening of the tissue.